Manufacturer narrative:
E1: facility name: (B)(6)a review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for. S serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2019, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1.1 and 1.2 were not detected on the bus. A field service engineer found that no lights were present on the module controller or the drawer controllers. Using a meter, the field service engineer determined that the drawer controller for drawer 1.1 was defective. The field service engineer replaced both the drawer controller and the module controller. The pyxibus cable, retractor band, and associated cabling were inspected, and no debris was found on the row boards. The field service engineer verified that the drawer functioned properly in diagnostics, and the customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 1.1 and 1.2 were failed and not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.